Event description:
During use, the tip of the screwdriver broke. The screw was fully inserted at the time and the tip was wedged in the screw hex. The surgeon simply placed the rod in the screw head and tightened down the nut. The piece cannot come free. As an unitended piece was left in the implant an MDR is being filed to document this event.